Event description:
Unomedical reference number: (B)(4). Event occurred in spain. On (B)(6) 2022, the patient's mother reported that the infusion set's tubing got detached close to the site location and she changed the infusion set very often. The site location was patient's abdomen, and the pump was in the right pocket. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.